Event description:
Per the clinic, the patient experienced a tight magnet retention leading to a skin breakdown, skin necrosis and an infection, resulting in an exposure of the receiver/stimulator. The patient was treated with oral antibiotics for a duration of two weeks. Subsequently, the device was explanted on (B)(6) 2025. During the procedure, the patient was placed under general anesthesia and underwent a revision surgery of tissue advancement closure. There are no plans to reimplant the patient with a new device as of the date of this report.